Manufacturer narrative:
D.4. Other lot number includes 4193530 and other expiration date includes 2029-06-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-07-11.

Event description:
Material# 304657 batch# 4193530 & 4187369. It was reported that the bd syringe 10ml ll bns barrel cracked. The following information was provided by the initial reporter: it was reported by customer that cracked syringes. Verbatim: rcc received a complaint via email. Email(s) attached we were notified of a complaint from a customer stating cracked syringes medline complaint #: (B)(4). Defect description: cracked syringes (8 affected). Medline part #: 153239. Product description: dnqsyringe 10ml ll bns. Vendor part #: 304657. Lot #: 4193530 & 4187369. Date reported: 11/13/2024. Sample received: yes. Response needed: summary of findings and corrective action.

Manufacturer narrative:
Additional information: distributor medwatch report number added: 1423395-2024-00507. Additional event details were also found in their submission that was not shared with bd "it was reported that the syringe "kept splitting down the side upon injection". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue." Investigation results: two (2) photos were received by our quality team for evaluation. One photo shows 7, 10ml syringes outside of their primary packaging. The other photo shows a 10ml syringe with liquid inside; however, it is not possible to see a crack in the photo. Since the failure could not be observed in either photo, the reported incident could not be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the quality team's evaluation, a root cause could not be determined as the failure was not verified.

Event description:
No additional information.